Manufacturer narrative:
It was reported that "removing the patient's catheter- withdrew all 10ml of saline, got a second syringe, and double-checked that I removed it all, then pulled it. Upon removal, there was still a small amount of saline and/or air left, causing discomfort to the patient and ultimately a small amount of bleeding from the urethra". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
Saline/air left in balloon during removal.